Manufacturer narrative:
H.6. Investigation: customer returned (42) used 31gx8mm bd pen needles without tear drop labels or inner shields attached. Customer reported has to really push down on his insulin pen to release the medication during his injections and he is not sure he is getting the full medication dose. All 42 returned pen needles were examined, then tested for flow using a test pen injector: all 42 pen needles were able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the pen is difficult to use during injection and is unsure if full dose is delivered with 2 bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the consumer has to really push down on his insulin pen to release the medication during his injections and he is not sure he is getting the full medication dose.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen is difficult to use during injection and is unsure if full dose is delivered with 2 bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported that the consumer has to really push down on his insulin pen to release the medication during his injections and he is not sure he is getting the full medication dose.